Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a hardware. The primary failure mode could not be identified as multiple parts were replaced. The fse replaced the valve, s syringe, r syringe, sample probe and ise tubing 1, ise tubing 2 and nozzles which resolved the issue. (B)(4).

Event description:
The customer reported the generation of erratic ise (ion selective electrolytes) patient results on their au5800 chemistry analyzer. Two patient results had high results for na (sodium, k (potassium), and cl (chloride) flagged with "f" for dynamic high. The initial erroneous high results were not reported out of the laboratory. The samples were repeated on cell 2 of the instrument with results considered correct. There was no impact to patient treatment in association with this event. Qc (quality control) with within the laboratory's established range before the event.